Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Battery voltage and longevity assessment was found to be normal. The cause of the reported event could not be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that noise was observed on the device. The device was explanted and replaced. The patient was stable.